Event description:
A patient being treated for an avulsion fracture of the olecranon was implanted with an olecranon nail on (B)(6) 2012. Patient presented to the surgeon complaining of pain and x-rays taken on an unknown date revealed the nail had broken. The patient did not want the nail explanted at that time. Approximately one month later, the patient returned to the surgeon requesting explantation. The patient was returned to the or on (B)(6) 2012 for removal of the nail and revision to an olecranon plate and screws.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing records were reviewed and no complaint related issues were found.